Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with damaged battery was confirmed and duplicated during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through mdq (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. The device has been serviced four times prior to this event. Previous service on 2/1/2010, 10/5/2009, & 9/18/2008 was for "damaged battery" and the battery and battery harness were replaced.